Event description:
The reporter indicated that a 12.1mm, vicmo12.1 -5.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens opacity was observed on (B)(6) 2022. On (B)(6) 2022 the lens was explanted and the problem resolved. Cause of event was unknown. For additional information the reporter stated " the patient had painless progressive vision loss, and was admitted to the cataract department of our hospital on (B)(6) 2022. On (B)(6) 2022, the patient underwent icl iol extraction, phacoemulsification and iol implantation in our hospital."

Manufacturer narrative:
Weight-race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).